Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) stopped working and suddenly shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b4, b5, b6, b7, d11, e1(email), e2, e3, g3, g4, g7, h2, h4, h6, h10, h11. Corrected fields: e1(initial reporter). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse performed a battery test, and the batteries only lasted 58 minutes as runtime instead of 138 minutes . The batteries were replaced, and the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) stopped working and suddenly shutdown. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.